Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. During laparoscopic cholecystectomy, one of the graspers broke off from the main device aesculap grasper. Part that broke off was searched for and retrieved from the patient. Abundanct irrigation was provided and aspiration to ensure with detailed examination that there were not pieces remaining in the cavity. No patient injury. No delay in surgery reported.

Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: without product an analysis can not be done. CAPA (B)(4) for product improvement is open for this product.